Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was glue in the lower part of the forceps elevator. The angulation of the device was insufficient. A glue of bending section rubber was exfoliated and whitened. There was contamination at the distal end. A black material was present inside the forceps elevator. Omsc surmised that the reported foreign material is the adhesive that used for the assembly of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the user reprocessing process and found that the reprocessing might be inappropriate. There was a possibility that inappropriate reprocess caused the degradation of the device. Therefore, omsc concluded that the adhesive was leaked out of the gap due to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the reprocessing after the procedure, foreign material was found at the forceps elevator. The user brushed the device, however, the user could not remove foreign material. The user reprocessed the device twice with a non-olympus automated endoscope reprocessor, soluscope serie3, and peracetic acid. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.